Event description:
It was reported that high pacing thresholds was observed. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation description: the damage found was sustained during the surgical procedure. Dried body fluids prevented helix extension. After cleaning out the fluid, the helix could extend and retract. Normal electrical characteristics were measured.